Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the leads migrated again after a motor vehicle accident (mva) in 2005 and a paddle style lead was placed. Relevant medical history includes complex regional pain syndrome type I.